Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
For the past week to week and a half, the patient had been more agitated and fussy. There were no pump alarms. They did a side port access/aspiration and pulled out 1cc; then went in again and got a total of 2 cc back, but it was ¿wispy with a lot of air¿ when they pulled back. There had been no volume discrepancies at refills per this reporter¿s knowledge. The device system was delivering baclofen; it was believed to be gablofen. The interventions, outcome, and type of baclofen in the pump were not reported or unclear. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.